Event description:
Log files were provided for analysis. The patient had frequent spikes in flow and power. Flow and power seemed to be trending up. Lactate dehydrogenase (ldh) was 259. The patient was on heparin drip and was therapeutic. The account planned to exchange the patient's heartmate 2 for a heartmate 3 pump on (B)(6) 2021 but wanted to rule out if the increase of power and flow were due to short to shield, thrombus, or possible worsening of aortic insufficiency (ai). A review of the log file noted no unusual alarms. The log file did note the increase of power and flow. The flows were elevated well above normal parameters. The patient was otherwise feeling well. The bedside nurse mentioned he did notice differences in flows when the patient changed positions. The account wished to know if technical support suspected that this could be early thrombus. Technical support noted that it was difficult to determine whether a thrombus was beginning. Elevated flows have been known to be a sign of thrombus. Technical support recommended monitoring the patient. The patient had an internal short to shield which was determined by abbott's engineers a few weeks ago. The patient underwent a heartmate ii to a heartmate 3 pump exchange on (B)(6) 2021. The patient was destination therapy due to age. The patient underwent a heartmate ii external driveline repair on (B)(6) 2021 due to pump stoppages (reported in MFR. Report # 2916596-2021-00997. The failed attempt at external wire repair led to decision to exchange pump. The patient went home on an ungrounded cable and was admitted on (B)(6) 2021 for pump exchange. The patient had significant bleeding from adhesions of the redo sternotomy. The patient's chest was left open with wound vac therapy. The patient returned to the intensive care unit (ICU) in a stable condition with surgical incisions closed except for chest.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed the reported increase in power and estimated flow; however, a specific cause for this finding could not be conclusively determined through the evaluation of heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6). No device-related issues were identified during the evaluation of hmii lvas, serial number (B)(6). A direct correlation between the reported events (suspected driveline damage, bleeding during pump exchange), log file findings, and returned device could not be conclusively established. The center reported that the patient¿s flow and power were having frequent spikes, and overall appeared to be trending up. Ldh (lactate dehydrogenase) was 259 u/l. The patient was an hd heparin gtt (drip) ¿ therapeutic. The patient previously underwent a distal end driveline replacement in (B)(6) 2021 (refer to MFR. Report # 2916596-2021-00997), then went home on an ungrounded patient cable. The patient underwent an hmii to heartmate 3 exchange on (B)(6) 2021 due to a suspected internal short-to-shield driveline issue. The patient had significant bleeding from adhesions of the redo sternotomy and the decision was made to leave the chest open with wound vac therapy. Patient returned to ICU in stable condition with surgical incisions closed except for chest. Hmii lvas, serial number (B)(6) was received for evaluation on 21apr2021. The pump was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing and approximately 30¿ of the distal end was also returned. A previous driveline repair was present on the 30¿ distal end of driveline, approximately 20.5¿ from the metal connector (refer to MFR. Report # 2916596-2021-00997). The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to pump¿s inlet port. The outflow graft and outflow graft bend relief were attached the outflow elbow, which was attached to the pump¿s outlet port. No developed depositions or thrombus formations were observed during the examination of the pump¿s blood-contacting surfaces. The driveline¿s outer silicone jacket and previous repair site were unremarkable. The 3¿ pump-end segment of driveline and 30¿ distal end of driveline were tested for electrical continuity and no discontinuities or shorts were identified. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the wires revealed no evidence of mechanical damage, no discontinuities in the wires, and no breakdown of the wire insulation. The 3¿ pump-end segment of driveline and 30¿ distal end of driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The submitted log file contains data from (B)(6) 2021 at 19:59:16 through (B)(6) 2021 at 15:47:00. From the beginning of the file through (B)(6) 2021 at 14:06:04, power ranged from 5.4-6.6 watts (w), estimated flow ranged from 4.4-6.7 liters per minute (lpm), and average pi ranged from 2.2-7.1. At the end of the file, between 15:29:48 and 15:47:00, multiple elevations in power and estimated flow were captured (9.2-9.5 w and 10.0-10.8 lpm, respectively). Average pi appeared to trend downward slightly as well, ranging from 2.6-3.3 in this timeframe. The pump speed did not drop below the low speed limit for the duration of the file. No atypical alarms were captured for the duration of the file. A specific cause for the changes in pump parameters (increase in power and estimated flow, decrease in average pi) could not be conclusively determined through this evaluation. The reported suspected driveline damage could not be confirmed through the evaluation of the driveline segments that were returned. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the hmii lvas. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation therapy and the recommended inr (international normalized ratio) range. Section 1 of this IFU provides an explanation of each of the pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10may2012. No further information was provided. The manufacturer is closing the file on this event.